Event description:
A pt, implanted with 2-level prodisc-l was returned to the or for revision due to the l5 vertebral body slipping over s1. Pt had bilateral fractures in the l5 pedicles. This report is #1 of 3 on the same incident.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Mfg records and raw material records were reviewed, and no discrepancies were noted that would be associated with this issue.